Event description:
(B)(4). One of the coils came out when I went to the bathroom and wiped. Since then I've been having cramps, sharp needle pain, irregular bowel movements, fatigue, insomnia, heavy bleeding, clear mucus in urine, lack of mental clarity, etc. I didn't go to the doctor because I had no insurance. I plan on going this year.